Manufacturer narrative:
(B)(4).

Event description:
Procedure type: hysterectomy. According to the reporter: dr (B)(6) sutured the vaginal cuff after a planned supracervical hysterectomy the previous day (3pm case) when the v-loc endostitch needle came off the v-loc suture and fell into the patient. They x-rayed the patient and saw the needle, but when they went in the retrieve the needle they couldn't find it. They then x-rayed the patient again, but could not see the needle this time. The patient was kept in the operating room until about 7 pm but the needle was never found. There was no unanticipated tissue loss. There was no bleeding reported in excess of 500cc. The case was extended by more than 30 minutes.